Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Regulatory agency advised they had received a nurse¿s report of a patient with chronic pain. The device has been removed. This record relates to unknown side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of pain was received on jan 22, 2020 with lot number 1541288. Visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, g.1, h.6.

Event description:
Regulatory agency advised they had received a nurse¿s report of a patient with chronic pain. The device has been removed. This record relates to unknown side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Regulatory agency advised they had received a nurse¿s report of a patient with chronic pain. The device has been removed. This record relates to the left side.